Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the leg which is off-label usage of the device, on (B)(6) 2023. The patient experienced a detached sensor wire which occurred the same day the sensor had been inserted in the leg. After the sensor was inserted the patient experienced pain and a ¿sensor error message¿ appeared. On (B)(6) 2023 the patient consulted a healthcare provider, and they performed an x-ray to confirm that the wire remained in the patient´s body. The patient underwent surgery under general anesthesia to get the wire removed. At the time of the follow-up, the patient was still in pain. A photograph was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.